Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device passed the basic occlusion test and displacement test. It was received with normal operating currents. No unexpected low battery alarm or off no power alarm noted. Device had minor scratched display window, cracked belt clip slot, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
Customer's mother reported via phone call that the batteries on the insulin pump are draining very fast. It was stated that the battery was changed 2 days back and the battery indicator was already at one bar. It was stated that the customer's blood glucose went high during the night because the insulin pump ran out of battery and turned off. Blood glucose value is unknown. Mother requested the insulin pump to be replaced. The insulin pump was replaced and returned for analysis.